Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot#: unknown, product type: screening device; product ID: 3057, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown; product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was noted that the patient¿s trial started on (B)(6) 2018. It was reported that the procedure was painful without pain medication. The next day it was reported that the wires keep popping out and their friend has to reattach them. They also asked if they should still be bleeding from their back. The day after that they stated that the leads came out of their back. It was recommended that they follow up with their healthcare provider. No further patient complications are anticipated or expected as a result of this event.